Event description:
Boston scientific received information that via the patient's remote home monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead displayed low out-of-range (oor) pacing lead impedance measurements of less than 200 ohms. The patient was brought in the clinic and still getting less than 200 ohms. No noise and other lead measurements were within normal limits. Boston scientific technical services (ts) discussed to continue monitoring the patient. The health care professional (hcp) will set the patient up to see the physician. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.